Event description:
It was reported that the patient was having a revision because the catheter had fractured. The device system was used to deliver baclofen. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ catheter; product ID 8590-1, lot# n300472, serial# implanted: (B)(6) 2011, explanted: product typ accessory. (B)(4).